Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 03.807.357, synthes lot: 1105, supplier lot: 1105, release to warehouse date: april 18, 2013, supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the xrl medium torque limiting handle was returned and received at us customer quality (cq). Upon visual inspection, scratches were observed on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was performed on the returned device at service and repair. The lowest torque of the device measured during calibration testing was not within the specified torque range of the device. Hence, the torque test failed low. Service and repair evaluation: the customer reported the device failed calibration. The repair technician reported the device failed low. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no design and manufacturing issues were observed: loaner set specs- calibration specifications torque limiting driver investigation conclusion: the complaint condition is confirmed for the xrl medium torque limiting handle. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during evaluation the repair technicians found that the xrl medium torque limiting handle failed in calibration. Issue found during testing at service and repair. There was no patient involvement. This report is for 1 xrl medium torque limiting handle. This is report 1 of 1 for (B)(4).